Event description:
The customer's parent called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to threshold suspend while customer was asleep. Customer's blood glucose was 244 mg/dl while the sensor gave a reading of 75 mg/dl. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.